Event description:
Olympus medical systems corp (omsc) was informed following info. After laparoscopic hepatectomy, post-surgery bleeding occurred. Two days later, the pt died. There was no comment from user facility about the subject device problem.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue can not be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.